Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a blue password box was displayed in bios. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system intermittently failed to boot and was getting stuck at the basic input output system (bios) password screen. The field service engineer (fse) replaced the serial advanced technology attachment (sata) cable and back panel to address the issue. The system functioned as intended after the field service engineer had repaired the device.